Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and rv lead exhibited high shocking lead impedance measurements greater than 125 ohms. Occasional baseline noise on shock channel was also noted and was suspected as myopotential. Device reprogramming was performed. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.